Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On the same day as the event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (no further details reported) for peritonitis. At the time of this report, the patient remained hospitalized in the intensive care unit and is in a critical condition. Pd therapy was ongoing. No additional information is available.